Event description:
It was reported that when applying pressure with the hands to the infusion bag, "fluorouracil" leaked from the sp set tube connection area during use. This occurred 2 hours after having mixed the medication. The following information was provided by the initial reporter, translated from japanese to english: "drug: fluorouracil on (B)(6) a pharmacist was reported from a nurse before use about the potential that chemo might be leaking. As a result of checking, leakage was suspected due to water drops found in the zipper bag removed. When applying pressure to the infusion bag with hand, leakage from the tube connection area (spike needle side) of the spike set was found. This was not discovered upon mixing but discovered about 2 hours after mixing. On monday, (B)(6), we received an email from the pharmacist and collected the concerned product."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 2020-07-07 h.6. Investigation summary when checking the actual product a leak from the connection between the c35 and female luer connector was found. The c35 and female luer connector are usually fixed, but the actual product was in a condition that it could be easily removed. When the c35 was refastened to the female luer connector, no leak was observed. No abnormalities such as damage were found in the c35 and female luer connector. As a reference, we confirmed the leaktightness of our preserved samples (products stored for each serial number*n=10) when we checked the airtightness. No abnormalities were found in the manufacturing records. In the bonding process of the relevant part, the parts are fixed to a special jig and a fixed amount of adhesive is applied by a fixed amount application device. In addition, 100% inspection is performed to ensure that the product will not come off due to a slight load in the rotating direction after bonding. Since a normal amount of adhesion traces was found on the intended parts of both parts of the actual product, this event caused the bond to peel off due to excessive load in the rotational direction, it is speculated that the looseness may have led to a leak, but this investigation did not identify the cause. The white housing part of c35 is firmly gripped and operated, the load will not be applied to the adhesive part in the rotational direction. When using the connector (luer lock), firmly grasp the white housing and operate it. H3 other text : see h.10.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when applying pressure with the hands to the infusion bag, "fluorouracil" leaked from the sp set tube connection area during use. This occurred 2 hours after having mixed the medication. The following information was provided by the initial reporter, translated from (B)(6) to english: "drug: fluorouracil. On may 23, a pharmacist was reported from a nurse before use about the potential that chemo might be leaking. As a result of checking, leakage was suspected due to water drops found in the zipper bag removed. When applying pressure to the infusion bag with hand, leakage from the tube connection area (spike needle side) of the spike set was found. This was not discovered upon mixing but discovered about 2 hours after mixing. On monday, may 25, we received an email from the pharmacist and collected the concerned product."